Event description:
A ventilator was returned to the manufacturer. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.